Manufacturer narrative:
The reported event of a capture anomaly was not confirmed. The reported event of a set screw issue was confirmed. The set screws of the atrial and left ventricular chamber were found to be dislodged. The cause of the dislodged set screws were found to be procedure related. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During the initial implant procedure, the device was connected to the right ventricular (rv) lead and loss of capture was observed. It was suspected that a set screw issue had occurred. A new device was attached to the rv lead to resolve the event. The patient was stable.